Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Two watchman access systems (was) and three 33mm watchman laa closure device & delivery system (wds) were used. There was no thrombus or pericardial effusion noted prior to the procedure. The first two closure devices were deployed too proximal and a full recapture was performed. No pericardial effusion was confirmed on transesophageal echocardiography (tee) after each recapture. The atrial septal puncture was performed again to change the axis approach of was and puncture was performed at superior mid/post. After puncture, no pericardial effusion was confirmed, and the procedure continued. On the third attempt, a single curve was was selected to make it more coaxial and the pigtail was carefully inserted while performing imaging to the lower end of the laa anterior. There was no resistance confirmed on the pigtail and the device was carefully deployed. One leg of the device was in contact with the inferior side on the 1pc of laa tissue and it was deformed with an occurrence of a leak. Consequently, the legs of all the device was attempted to be opened by advancing the sheath to the shoulders of the device and the deployment was performed again. However, there was no change with the leak so partial recapture was performed. The contact of the device leg with laa tissue was released and the leak disappeared. The device was deployed proximal but it was within acceptable rage and release criteria was confirmed. The patients blood pressure dropped to 52/36mmhg during the final size measurement and pericardial effusion was confirmed via tee. A pericardiocentesis began and the drained blood from the left thigh a line was repeatedly returned into the body. The release criteria was confirmed again and the device was successfully released. Protamine was administered and 620ml of fluid was drained with 320ml auto transfused.the patients bp was 110/48 with an activated clotting time of 111. Furthermore, an increase of pericardial effusion was confirmed via tee and a decision was made to proceed with thoracotomy. The patient was admitted to intensive care unit and their condition remained stable after hemostasis was performed at the bleeding site through thoracotomy. The physician believed that the bleeding occurred from the tip of the laa and close to the same location where the sheath was advanced at the final deployment. For the timing of the perforation, the physician alleged that the laa was significantly moved with pulsation from the abl experienced so there was a possibility that the tip of the device was moved during or immediately after the final deployment and the laa was punctured. It was further reported that two full recaptures were performed and new wds's were used after each full recapture. Additionally, the patient is in good condition.

Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Two watchman access systems (was) and three 33mm watchman laa closure device & delivery system (wds) were used. There was no thrombus or pericardial effusion noted prior to the procedure. The first two closure devices were deployed too proximal and a full recapture was performed. No pericardial effusion was confirmed on transesophageal echocardiography (tee) after each recapture. The atrial septal puncture was performed again to change the axis approach of was and puncture was performed at superior mid/post. After puncture, no pericardial effusion was confirmed, and the procedure continued. On the third attempt, a single curve was was selected to make it more coaxial and the pigtail was carefully inserted while performing imaging to the lower end of the laa anterior. There was no resistance confirmed on the pigtail and the device was carefully deployed. One leg of the device was in contact with the inferior side on the 1pc of laa tissue and it was deformed with an occurrence of a leak. Consequently, the legs of all the device was attempted to be opened by advancing the sheath to the shoulders of the device and the deployment was performed again. However, there was no change with the leak so partial recapture was performed. The contact of the device leg with laa tissue was released and the leak disappeared. The device was deployed proximal but it was within acceptable rage and release criteria was confirmed. The patients blood pressure dropped to 52/36mmhg during the final size measurement and pericardial effusion was confirmed via tee. A pericardiocentesis began and the drained blood from the left thigh a line was repeatedly returned into the body. The release criteria was confirmed again and the device was successfully released. Protamine was administered and 620ml of fluid was drained with 320ml auto transfused. The patients bp was 110/48 with an activated clotting time of 111. Furthermore, an increase of pericardial effusion was confirmed via tee and a decision was made to proceed with thoracotomy. The patient was admitted to intensive care unit and their condition remained stable after hemostasis was performed at the bleeding site through thoracotomy. The physician believed that the bleeding occurred from the tip of the laa and close to the same location where the sheath was advanced at the final deployment. For the timing of the perforation, the physician alleged that the laa was significantly moved with pulsation from the abl experienced so there was a possibility that the tip of the device was moved during or immediately after the final deployment and the laa was punctured.